Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial/lot #: 500772 description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site which was not device related. Symptoms were tenderness and discharge in the pocket. Intravenous (IV) antibiotics were administered. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.